Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed but not duplicated. The combination of transducer faults at power-up/auto-zero noticed in the events log with successful calibration of all transducers indicates the solenoids may be slow to respond. This issue will be internally investigated within vyaire.

Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer reported the transducer fault and motor fault alarms in the events log. The customer reported transducer calibration testing passed. The issue occurred during patient-use; the customer reported there is no patient consequence associated with the event.